Event description:
The hospital reported cases at the facility of skin tear or skin shear while using the sts spinal top with hip pads and the sling. Patient's tibias' were cushioned by pillows inside the sling. The representative did not think the legs were supported well enough. It appears that the patient was positioned properly except under the tibias in the sling. Hip pad size selection by the user could also be an issue. No pictures were taken however the hospital for future incidents in the future will be photographed. Skin abrasion where hip pad started and skin tear groin, bi-lateral groin skin tears and/or abrasions along with bilateral skin abrasions.